Manufacturer narrative:
Follow-up #1; date of submission: 11/4/2016. The device has been returned and evaluated by product analysis on 10/12/2016 with the following findings. The pump was powered of for 6 hours , at power up the pump time and date defaulted. Pump was open the component was found to be leaking and unable to hold a charge the pump history and back box data was overwritten and not available for the complaint reported on (B)(6) 2016. The pump n was ran on a 2 unit basal program for a minimum of 24 hours the pump history recorded accurately the current tdd basal history appears to be inaccurate due to the user not setting the time and date correctly after the pump time and dated defaulted after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose over 400 mg/dl with extreme drowsiness and nausea. During troubleshooting, customer support found that the patient had not responded to a battery change alarm in a timely manner, and attributed the bg excursion to training/misuse. The patient was referred to an hcp for diabetes management training. This complaint is being reported as the patient experienced hyperglycemia related to user error.